Event description:
Patient had avulsion injury of the labrum and a rotator-cuff tear after accident (fall off a horse). Open reconstructive surgery with 2 panalok anchors with panacryl for fixation of the supraspinatus tendon. Three more panalok anchors were used for stabilization of the glenoid labrum. 8 weeks post op the two panalok anchors fixating the rotator cuff had to be revised due to massive patient discomfort, inflammatory reaction and x-ray detectable osteolytic reactions at the anchor-insertion site. One anchor however could not be removed - only the panacryl suture was explanted-the other anchor could be removed without applying a significant force. Patient was immediately without pain after this re-op.